Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5b0840s) egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4k1938y), egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4k1938y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic left hemihepatectomy, while detaching the left hemihepatic parenchyma, the stapler could not be fired normally after correct loading. The same issue persisted after replacing the reload twice. The surgeon was able to press the green button but was unable to squeeze the handle. Replacement with another manufacturer's device was required to complete the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially cycled and was found to be engaged in the interlock. There was a visible gap between the I-beam and the sled while the interlock was engaged. It was reported that during a laparoscopic left hemihepatectomy, while detaching the left hemihepatic parenchyma, the stapler could not be fired normally after correct loading. The same issue persisted after replacing the reload twice. The surgeon was able to press the green button but was unable to squeeze the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.